Event description:
It was reported that the device approached elective replacement sooner than expected. The patient will continue to be monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.